Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device during removal and the product was not available. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The sealant was completely above the access site. The sealant was not dislodged from the arteriotomy. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed. The balloon was fully deflated. Button # 2 was fully depressed. There was no resistance noted during use of the device. There was little vessel tortuosity. The device was prepared and used in accordance with the instructions for use (IFU). The procedure was a coronary angiography (cag) using a retrograde approach. The femoral artery suitability was verified by angiography, including insertion angle of 30¿45 degrees, vessel diameter greater than 5 mm, and no visible calcium or plaque at the puncture site. There was no stent near the puncture site and no stenosis greater than 50%. The access site had not been closed within 30 days prior to the procedure and showed no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis introducer sheath was used. There were no visible signs of device or package damage prior to use. The physician was trained and experienced with the device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.